Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that¿the screen is not working.¿ the unit was triaged and the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit's screen is not working.